Event description:
It was reported that the patient experienced diaphragmatic stimulation with right ventricular pacing during a follow up in clinic. It was noted that increasing capture thresholds were observed on the right ventricular (rv) lead. Programming changes were made, and the diaphragmatic stimulation went away. The patient was stable.